Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department with phrenic nerve stimulation. Interrogation revealed that the device entered backup vvi. A device restoration was performed successfully. The patient was stable.